Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's eye due to posterior capsular tear. The incision was enlarged and another model lens was implanted. Additional info has been requested, no additional info has been received by baush and lomb to date. Please ref MDR#: 2031924-2014-00151 for the inserter used during the event.